Event description:
It was reported that r-waves sensing decreased, capture threshold was high, and undersensing was observed. A patient alert was delivered for low pacing impedance. The physician suspected perforation and that the lead was beyond the right ventricular apex. Echo was negative for pericardial effusion. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.